Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with the sensor triggering the insulin pump to suspend basal deliveries. The blood glucose reading was in the 200 mg/dl range. The customer stated that his sensor stopped saying his blood glucose levels were low, so he kept eating. He stated that, as he was driving home, the insulin pump shut off his basals, so he had to turn them back on. He said the insulin pump finally alarmed sensor error, so he took the sensor off, even though it had been inserted for less than 1 day. He noted that the the issue had occurred 6 months prior and declined troubleshooting. He was unsure whether the issue was related to the sensor itself or if it had to do with the insertion site location. Nothing further reported.